Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. This report is based solely on device return and analysis. Evaluation summary: (B) (4) outer insulation breached depression; proximal segment returned and analyzed.

Event description:
It was reported that there was an increase in pacing lead impedance from 416 ohms to 1,568 ohms. The lead was explanted and a new lead was implanted. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.